Manufacturer narrative:
B2: outcome attributed to adverse event - other: narcan, passing out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the emergency room (ER) hcp was requesting for the patient's pump to be turned off. The hcp stated that the patient kept passing out and they were giving them narcan to try to help. The hcp was not sure if the patient had any changes to the pump recently. An agent connected the hcp to the national answering service (nas) to page the field. Additional information was received from the patient's managing hcp. When asked if there was any information provided to reasonably suggest that the pump medication was being delivered in a manner greater than prescribed, they stated not to their knowledge, but that it couldn't be determined as they had tried to contact the patient multiple times and had not gotten a response. When asked if they were aware of the patient's current condition or the current pump status, they reported that the emergency room had not shared their records and they did not have any information.